Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: date of report , event, PMA/510k, if follow-up, what type.

Event description:
The serial # of the device was provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for 60400010500, could not be performed as a lot number was not provided for the reported event and a manufacturing date cannot be determined. Zimmer biomet surgical does not repair the xl lop sensor. On (B)(6) 2019, it was reported that our ats has been delivered to the customer, and the customer indicated that the lop sensor does not work. The previous customer did not indicate any problems with the lop sensor so we cannot establish when and where the problem occurred. The customer returned an xl lop sensor device, serial number n/a, for evaluation. The customer will not be returning the a.t.s. 4000 tourniquet serial number (B)(6), for evaluation as it is functioning as intended. Product review of the xl lop sensor on (B)(6) 2019 revealed that the lop sensor failed the ir led and photodiode test on the lop sensor tester (see photo attachment section). Zimmer biomet surgical does not repair the xl lop sensor. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There was no additional event information provided.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the lop sensor does not work. There was nothing wrong with the ats device. The problem was with the lop sensor only. There was no impact to the patient. No problems related to the surgery. The event occurred prior to use. No adverse events were reported as a result of this malfunction.